Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as the device was reportedly discarded. However, in the event product is returned or if additional information is obtained, a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. As the customer could not obtain readings, she subsequently experienced seizure and loss of consciousness. The customer was taken to a hospital, where she was diagnosed with hypoglycemia and treated with IV glucose, "dimtat", and IV keepra. There was no report of death or permanent injury associated with this event.